Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 260 mg/dl and 400 mg/dl. The customer treated with a bolus. The customer stated that he had a medical procedure the night before so he could not get his basal. The customer stated he suspended his insulin. The customer stated that he put in a new sensor and it was bleeding. The customer received 6 cal errors and sensor error. The customer declined to troubleshoot for high readings.